Event description:
Per complaint (B)(4), a patient experienced paresthesia four days after dental implant. It was reported that the patient was at risk for osteomyelitis. The implant was explanted on (B)(6) 2018.